Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with loose drive support disk, and the device alarmed during the prime test due to protruded/loose drive support disk.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 365mg/dl. The customer stated that insulin pump alarmed, and the drive support cap was protruded. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.